Manufacturer narrative:
The insulin pump received with protruded drive support disk. Motor error alarm during the basic occlusion test due to protruded/loose drive support disk. The insulin pump had a scratched display window. Motor passed motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported repeated motor error alarms during priming. The customer also stated that the drive support cap was flush with the case. Advised the customer that the insulin pump would be replaced. Nothing further was reported.